Event description:
Was connecting flush to syringe pump tubing and heard a pop, once flush was running put hand under tubing hub and felt a leak, changed syringe pump tubing, new tubing had no issues, upon inspection of old tubing noted a crack in the hub which caused the leak, kept the tubing and will turn in to management in the morning.